Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device was not staying in standby mode and was taken out of service. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the device was not staying in standby mode. The remote service engineer (rse) performed troubleshooting with the customer and noticed that the average air was reading -2.5 standard liter per minute (slpm). The bme informed the rse that the device had software 3.20, and after attempting flow sensor zero calibration, the bme confirmed that the issue was solved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.